Event description:
Information received from the article, "canadian experience with the pipeline embolization device for repair of unruptured intracranial aneurysms", ajnr am j neuroradiol 2013 34: 381-387 originally published online on august 2, 2012, the mean age at the time of treatment was 56.5 years. Most patients were female. Large and wide neck aneurysm: diameter 19mm (2-60mm), neck width 8mm (2-25mm). During the defined study period, it was reported that 97 cases of unruptured aneurysms were treated with pipelines and 94 cases were successful. Multivariate analysis found female patients and patients that have previously been treated for aneurysm were predictive of persistent aneurysms followed through 1 year. Patients (88%) with cavernous carotid aneurysms were stable or improved with the most favorable outcomes. The overall mortality rate was 6%. Post procedural aneurysm hemorrhage occurred in 3 patients (3%), while ipsilateral distal territory hemorrhage was observed in 4 patients (3.4%)

Manufacturer narrative:
The devices involved in the events will not be returned for evaluation as they were implanted in the patients. (B)(4).